Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event could not be determined; however, user handling could not be ruled out as a contributing factor. The instruction manual contains several warning statements in an effort to prevent damage to the cable. ¿visually inspect the cable and the plugs for irregularities on the surface. Do not use a cable with brittle or defective insulation. Replace the cable. In order to plug or unplug the cable always pull at the plug. Never pull at the cable.¿

Event description:
Olympus was informed that at the start of a transurethral resection of bladder tumors (turbt) procedure, the high frequency (hf) cable sparked. No fire or smoke occurred. No emergency fire evacuation took place. The cable was replaced and the procedure was completed with no complications. No patient injury.